Event description:
Healthcare professional reported "rupture of the left device with intracapsular silicone diffusion", "silicone perspiration", "change of device colour", "capsular contracture baker grade I (breast¿s shape and suppleness are normal)." Record is for left side. Device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, h6

Event description:
Healthcare professional reported left side rupture with silicone diffusion, "silicone perspiration", "change of device color", capsular contracture, baker grade I (normal). The device has been explanted.

Event description:
Healthcare professional reported "rupture of the left device with intracapsular silicone diffusion", "silicone perspiration", "change of device colour", "capsular contracture baker grade I (breast¿s shape and suppleness are normal)." Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). Product discolored: observed. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.